Manufacturer narrative:
The device was returned and customer allegation ¿weak air and water supply¿ was confirmed. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Scratches were found throughout the device. Adhesive on bending section cover had a chip. Forceps channel port and suction cylinder was shaved. Paint on air/water-cylinder and suction cylinder was peeled. Universal cord and connecting tube had a wrinkle. Control unit had discoloration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited weak air and water supply. The device was returned and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Event description:
It was further reported, the issue happened during a diagnostic procedure. Although pre-use inspection was performed, the amount of air and water supplied was not checked during inspection. The procedure was completed with a similar device. There was no delay in procedure and no additional anesthesia was administered to the patient.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the nozzle could not be determined. Olympus will continue to monitor field performance for this device.